Event description:
It was reported that the lesion was located in the mildly tortuous, mildly calcified, mid left anterior descending artery. Predilatation was performed prior to the attempt to stent. The decision was made to use a 4.0x23 mm xience v stent delivery system (sds) for treatment; however, a lot of resistance was felt during advancement in the guiding catheter. Force was used, and the sds crossed through the catheter; however, the stent implant had slipped off the balloon and was in the guiding catheter. The entire system was removed and replaced with another 4.0x23 mm xience v sds, which was used successfully to treat the patient. No adverse patient effects were reported and the patient is stable and doing fine. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Difficult to position/guiding catheter resistance could not be tested due to the returned device condition. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.